Event description:
It was reported by the customer that a pyxis medstation es system failed drawer and device not detected on bus. Customer stated that are unable to refill the pyxis and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 2.1 and 2.2 were failed and off bus. A field service engineer replaced the board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.